Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a resolution clip device was used for a procedure. According to the complainant, during the procedure, the clip prematurely deployed and fell inside the pt. The clip was left inside the pt as the physician has no concerns with the clip passing naturally via peristalsis. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).